Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia/atrioventricular nodal reentrant tachycardia with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive. Pericardial effusion was detected via echocardiography. Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/11/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia/atrioventricular nodal reentrant tachycardia with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive. Pericardial effusion was detected via echocardiography. Pericardiocentesis yielded 500 ml. Patient was reported to be in stable condition. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Product investigation: the device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, the eeprom information was read and it was found corrupted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the eeprom corrupted cannot be determined. Manufacturer¿s ref # (B)(4).